Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 30.4 mmol/l, 16.0 mmol/l, and 8.7 mmol/l. No adverse event reported. There were no remaining strips left; therefore, no product could be requested to be returned for product evaluation.